Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
On (B)(6) 2025, a male patient underwent a ureteroscopic stone removal procedure with the cvac aspiration system. An unspecified 12/14fr 36cm ureteral access sheath (uas) was first placed into the patient and then the cvac aspiration system was introduced through the uas. A ureteral perforation close to the ureteropelvic junction (upj) was observed. The physician decided to discontinue the procedure, and the patient was fitted with a routine ureteral stent. The stent will remain for approximately 4-6 weeks and the procedure will be rescheduled for a later date. The patient was sent home on the same day and the patient was reported to be doing fine. On (B)(6) 2025, the physician confirmed that the patient is still stented and will return on (B)(6) 2025 for a follow up ureteroscopic procedure.

Manufacturer narrative:
The device was not returned for investigation. The lot history review (lhr) for lot# p02592 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. It was reported that a patient experienced a ureteral perforation close to the upj during the sure procedure with the cvac system. The procedure was aborted, and a ureteral stent was placed in the patient for more than 6 weeks. Ureteral perforation is a known risk of ureteroscopy (urs) procedures, including the sure procedure. Ureteral perforations have been documented to occur in up to 7% of urs procedures per de coninck v et al. Complications of ureteroscopy: a complete overview. World j urol. 2020 sep;38(9):2147-2166.